Event description:
It is reported that a portion of neck fractured off.

Manufacturer narrative:
Evaluation: as returned, a portion of the neck has fractured off and was not returned for review. The product was found to meet print specifications where could be measured. Fracture of the neck could have occurred due to material deterioration from the cleaning/autoclave process, accidental dropping of the provisional, contract between the provisional and metal instruments, and/or impaction during assembly. This instrument has a potential field age of approx 5.5 years. Device history records indicate all components were manufactured and inspected to specification.